Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the distal right coronary artery that had mild tortuosity, mild calcification and was 99% stenosed. The device was prepared inside of the patient anatomy and during attempted pre-dilatation, the 2.75 x 8 mm nc trek balloon ruptured at 10 atmospheres during the first inflation. The device was exchanged for a 2.75 x 15 mm nc trek balloon and pre-dilatation was successfully performed. The procedure was completed with stenting. There was no clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters, nc trek rx, instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.